Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the proximal lad (left anterior descending). Predilation was performed with another manufacturer's 1.5x12mm balloon. The 2.5x8mm taxus liberte stent was introduced, but was unable to cross the lesion. The stent dislodged from the delivery system and the delivery system was removed without the stent. A different guide catheter was introduced and further dilation with another manufacturer's 2.0x8mm balloon. A second 2.5x8mm taxus liberte stent was attempted but also would not cross. Further lesion dilation was performed with a 2.5x16mm cutting balloon and the second 2.5x8mm taxus liberte stent was able to cross the lesion. The dislodged taxus liberte stent was unable to be located. The patient was reported to be good post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the proximal lad (left anterior descending). Predilation was performed with another manufacturer's 1.5x12mm balloon. The 2.5x8mm taxus liberte stent was introduced, but was unable to cross the lesion. The stent dislodged from the delivery system and the delivery system was removed without the stent. A different guide catheter was introduced and further dilation with another manufacturer's 2.0x8mm balloon. A second 2.5x8mm taxus liberte stent was attempted but also would not cross. Further lesion dilation was performed with a 2.5x16mm cutting balloon and the second 2.5x8mm taxus liberte stent was able to cross the lesion. The dislodged taxus liberte stent was unable to be located. The patient was reported to be good post procedure.

Manufacturer narrative:
(B)(4). Updated: device evaluated by MFR. Device evaluated by MFR: a visual and microscopic examination of the complaint device found the device was returned with no stent attached. The balloon was returned not inflated. A product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).